Event description:
It was reported that while using bd vacutainer® serum blood collection tubes the stopper was difficult to remove. This occurred on 30 separate occasions, however, the patient impact was not reported.. The following information was provided by the initial reporter, translated from chinese to english: the rubber plug remained in the nozzle after the centrifuge and needed to be removed manually. The ratio was 20%.

Manufacturer narrative:
H6: investigation summary: bd received samples, but two (2) photos were used for the investigation. The photos were reviewed and the indicated failure mode for decapping with the incident lot was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of decapping was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer(r) serum blood collection tubes the stopper was difficult to remove. This occurred on 30 separate occasions, however, the patient impact was not reported.. The following information was provided by the initial reporter, translated from (B)(6) to english: the rubber plug remained in the nozzle after the centrifuge and needed to be removed manually. The ratio was 20%.